Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Explantation date: (B)(6) 2021. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor memoryshape 295cc breast implant and experienced breast pain on the left side post-operatively. As a result, the patient is scheduled for removal on (B)(6) 2021.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on jul 26 2021, it was noticed h5. Labeled for single use? Was marked incorrectly in the previous report. The field has been appropriately updated.